Event description:
The complainant reorted that the physician was removing a pt's enteral feeding device that had been placed seven months previous for the replacement of a new device. During this procedure the inner bolster detached and fell into the pt's stomach. The complaint reported that the bolster was successfully removed from the pt's stomach via the aid of the scope and forceps. The placement of a new replacement device was then achieved. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.